Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during the removal of bile duct stones on (B)(6), 2010. According to the complainant, when the physician tried to insert the guidewire into the device, the c channel of the device was torn. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during the removal of bile duct stones on (B)(6), 2010. According to the complainant, when the physician tried to insert the guidewire into the device, the c channel of the device was torn. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length was twisted. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned unit was consistent with the customer complaint that a split was noted. During manufacturing, tome devices are 100% inspected so the tear likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.